Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 406 mg/dl. Customer stated that insulin pump had a frozen display but not completely blank. Customer stated that insulin pump was unresponsive during the restart. Customer stated that was unable to troubleshoot for the high blood glucose because the insulin pump was not able to start. Customer stated that customer was going to treat the blood glucose with a manual injection, but had not yet at the time of the call. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement and self test. No frozen display anomaly noted during test. (B)(4).